Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was obtained: what were the indications for surgery? Ca rectum. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon fired the device, his experience is very good. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, in fact he waited more then 15 seconds. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? The tick sign is in green check mark colour. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full counter clock wise. Was there any difficulty removing the device? No. Very smooth. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. The donut is inspected and full donut ring shown. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? 3rd day of post op from the patient stool. What was observed at the site of the leak upon reoperation? Anastomosis leak. How was the leak addressed? Very small area of leak found what is the current status of the patient? Discharge with colostomy. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the case done on (B)(6) 2020 that encounter leak today ( (B)(6) 2020). The leak side is on the anastomotic line. The leak was 3 days post-op. Additional medical treatment, reopen surgery.